Event description:
It was reported that the xenon light source was giving scope errors, black screens and unrecognized scopes. The issue was found during an inspection for use procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.